Event description:
The nurse of a (B)(6) male pt called zoll customer support to report that the pt's response buttons were not working on his monitor. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation contamination was discovered on the rear response button, which prevented it from functioning properly. Additionally, the rear response button would not stay connected to the response button connector j1005. The root cause for the contamination could not be positively identified but was likely ingress of an unk liquid. The root cause for the failure to stay in connector j1005 could not be positively identified but was likely excessive force on the response button. No adverse event resulted from damaged rear response button. The pt received a replacement monitor.